Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a keypad anomaly. The numbers kept ramping up when the carbohydrates were entered. The blood glucose reading was 58 mg/dl. The patient did not recall any significant events that led to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No ramping numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.